Event description:
The customer reported that the device ac power module makes a hissing sound and requested replacement. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.